Manufacturer narrative:
It is not suspected that there is a connection between the pin force deviation detected here and the described slippage, as the detected deviation is very minor (<1%). We suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Even though no injuries were reported in this case, we decided to report it based on customer feedback (description of the incident).

Event description:
Customer informed us on september 11 that one of our products was involved in a slippage. No injury was reported in connection with this event.